Event description:
Medtronic received information that 15 minutes into bypass, during a cardiac transplant procedure, bubbles were noted in the venous line. When the cannula was inspected, a fracture was detected. The cannula was taped and the procedure was successfully completed with no adverse patient effects. The surgeon claimed the cannula was not cut or damaged either prior to the case or during the case.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed a break in the cannula body, approximately 5.5 inches from distal tip. The break was approximately 350 degrees around the circumference of the cannula body. There were no signs of dents or damage to the spring wind detected in the break area. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the root cause is likely sub-optimized curing of the cannula body leading to a cannula with a greater propensity to split. These cannula may also be at greater risk of splitting under acute stress of a suture.